Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps going into intermittent communication loss with connected devices. The bme also reported the switches in the ceiling were down, and that there had been a plumbing issue in the facilities ceiling resulting in the switches getting wet, and they were able to get a spare switch in place to get them by. No patient harm was reported. Nihon kohden service technician went onsite and confirmed that the switches in the ceiling was the cause of the intermittent communication loss. The technician replaced the switches in the ceiling and verified that all connected devices had full functionality.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps going into intermittent communication loss with connected devices. The bme also reported the switches in the ceiling were down, and that there had been a plumbing issue in the facilities ceiling resulting in the switches getting wet, and they were able to get a spare switch in place to get them by. No patient harm was reported. Nihon kohden service technician went onsite and confirmed that the switches in the ceiling was the cause of the intermittent communication loss. The technician replaced the switches in the ceiling and verified that all connected devices had full functionality.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps going into intermittent communication loss with connected devices. The bme also reported the switches in the ceiling were down, and that there had been a plumbing issue in the facilities ceiling resulting in the switches getting wet and they were able to get a spare switch in place to get them by. No patient harm was reported. Nihon kohden service technician went onsite and confirmed that the switches in the ceiling was the cause of the intermittent communication loss. The technician replaced the switches in the ceiling and verified that all connected devices had full functionality. Investigation summary: nihon kohden on-site support identified that the cause of the reported communication loss was due to failing network switches. Nihon kohde on-site support replaced the switches and the issue was resolved. Switches are not considered to be a medical device. There is no evidence of an nk device malfunction. All nk devices were verified to be functioning as intended. Complaint history review of the customers account reveal no subsequent complaint relating to communication loss with the device involved. A corrective action and or preventative action is not warranted.